Event description:
Baxter received a report stating that welch allyn connex vitals documentation system pulse tone is turning off during the monitoring stage. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.